Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 2 devices had investigation types that have not yet been determined. 1 device was received. Evaluation findings (results/components): 2 devices: results pending completion of investigation / part/component/sub-assembly. Term not applicable. 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 1 device: scrapped by stryker. 2 devices: product disposition is not yet determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 3 events for the failure: incorrect measurement. - 2 events had no health consequences or impact. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.